Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic uterine fibroid removal using the subject device with usg-400, the probe was bent. Then, the functional mode was ¿seal&cut 1, seal 3, itm function on¿. The user removed from the patient and tried to straighten, but the probe was broken off. The user changed another device. However, u504 or/and u509 error occurred, and the user also canceled to use the device. The tissue pad was worn and peeled off. The intended procedure was completed with the other device. There was no patient injury reported. It was reported that the fibroid tissue was fairly hard. The subject device was returned to omsc for evaluation and investigation. Omsc found that not the tissue pad was worn and peeled off but the tissue pad was severely worn out. This is the report regarding the second device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. There was a contact mark of the probe. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. Investigation was carried out by connecting an aomori olympus usg-400, td-sb400 and the returned device. The probe check was conducted, and result indicated no abnormalities. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection]ultrasonic output [inspection]appearance a likely mechanism causing the reported event might be the following: ultrasonic output was performed with the grip closed (including after the tissue was cut) without gripping the tissue. As a result, the tissue pad was severely worn. Since the tissue pad was worn out, the non-insulated area and the distal end of the probe came into contact. The output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and the probe damage error (error code: u504) occurred was detected. The above device handling has warned in the instruction manual.